Event description:
Following the diagnostic procedure, the physician attempted to close the arteriotomy using a tsl 6fr. Closer device. The device was deployed, but the suture broke during the procedure. The physician elected to remove the device and apply manual compression to achieve hemostasis. The patient was subsequently sent to the floor where patient's groin began to bleed. The nurses applied a sandbag overnight. The following day a pseudoaneurysm was diagnosed and the patient was taken to the or for surgical repair. The operative report notes that there were two punctures made to initiate the arteriotomy and there appeared to be a tear in one of them. The patient was recovered without further incident.